Manufacturer narrative:
Potential lots include: 3782520, 3831778, 3831779, 377445, 3782520. Eight tracheostomy tubes were returned for evaluation. Visual inspection of the eight cuffs found tiny scratches next to the small holes on the cuffs, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient. The devices then underwent functional testing; cuffs were leak tested. Cuffs were unable to fully inflate, immediately deflating as air escaped from a small hole. The holes and scratches align in the same locations on the cuffs with all eight samples. This investigation has confirmed the reported customer complaint. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff was noted to have a pinhole leak. No adverse effects were reported.